Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 20147. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg site was being relocated due to discomfort (reference MFR report: 1627487-2018-07000). During the procedure the ipg would not communicate. Troubleshooting was able to recover the ipg. Issue has been resolved.